Manufacturer narrative:
D9 - date returned to mfg : 8/4/2025 one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a worn leadscrew and clutches. The leadscrew and clutches seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that a motor rate error occurred. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.